Manufacturer narrative:
Correction: section b2 - intervention required? Should have been checked. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
Additional information: on 1/2/2020, mentor became aware that the patient was diagnosed with baker grade ii capsular contracture. As a result, the patient is scheduled to undergo device removal on (B)(6)2020. Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. Reason for device explant and/or reoperation: capsular contracture and deflation. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
At the time of this report, mentor has received no information regarding explantation or an expected explantation date. It is unknown at this time if the device will be made available for return. As a result, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. Since no lot number was provided, no manufacturing record evaluation review could be performed. Reason for device explant and/or reoperation: n/a. Concomitant medical products: 460cc saline mentor smooth round high profile, catalog # 3503460. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) female patient underwent breast surgery with 460cc saline mentor smooth round high profile breast implants and experienced capsular contracture and deflation post-operational. At the time of this report, mentor has received no information regarding explantation or an expected explantation date.